Event description:
It was reported that a superion indirect decompression spacer had migrated which caused a lack of pain relief for the patient. The patient underwent a revision procedure to replace the spacer with a bigger size spacer. The procedure was completed successfully.